Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had intermittent button response on the act button. Unable to determine the root cause of the intermittent button response due to pump preservation. Unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (deceased on (B)(6) 2018 was referenced on another svn.) (B)(6). On (B)(6) 2018 09:41:37 battery change, battery removed. There was no data listed for (B)(6) 2018.

Event description:
It was reported that the customer passed away in hospital. The pump had intermittent button response on the act button. The customer was hospitalized on (B)(6) 2018. The cause of death was cerebrovascular accident. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.